Event description:
The product was used during the training. The procedure was coil embolisation of internal iliac artery of an laboratory animal. Characteristics of the vessel was not provided. The event happened during the procedure. It was noted that the physician could not detach the deltapaq (cdf100720-30/g12325, complaint product) although pressing the detachment button over 10 times. The procedure was continued using another product(details unknown) with no further issues. It is unknown if the detachment control box(details unknown) and the cable were replaced or not. It is also unknown how many coils were successfully placed during the procedure. The product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc) was noted on the devices by visual inspection. Pre-deployment electrical check was performed and no issues noted. The complaint product is going to be returned for evaluation. No additional information was available.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The 7 mm x 20 cm deltapaq cerecyte microcoil could not be detached although the detachment button was pressed over 10 times. The device was safely withdrawn without unintended coil detachment. The pre-deployment electrical check was performed and no issues were noted. It is unknown if the detachment control box (details unknown) and/or connecting cable (details unknown) were replaced during the attempt to detach. The procedure was continued using another unknown product with no further issues. The device was being used during training; a coil embolization of the internal iliac artery of a laboratory animal. Vessel characteristics are not known. The product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc) was noted on the devices by visual inspection. The returned device positioning unit (dpu) passed electrical testing. The coil was returned undamaged. The coil¿s socket ring was found pushed down inside the outer sheath. The detachment fiber had not received heat and melted. With functional testing the coil was detached on the first detachment cycle. The detachment fiber was completely melted on one side and partially melted on the other side. This was due to the coil¿s socket ring being lodged down inside the outer sheath which caused a loss of tension. Laboratory testing could not duplicate the field complaint. Therefore, the root cause of the coils non-detachment cannot be determined. In addition, without the return of the detachment control box (dcb), the connecting cable, and the unidentified microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. Evaluation summary attached.